Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: full loss of image for 30-45 seconds. Surgical delay of 2 minutes to re-white balance the device. This is the 2nd time in the last 40 days that we have had a ccu go down in this or. The failure identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.